Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the hospital after experiencing cardiac arrest. The physician believes that the loss of capture on the device led to the patient becoming bradycardic and may have caused the cardiac arrest. During resuscitation, the patient experienced ventricular fibrillation. The device was interrogated in attempt to reprogram the device. However, the device was found to be at eri. The physician did not believe that the device was at eri when the event occurred. Additional information has been requested regarding intervention but has not been received.